Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 11 in the mouth, the implant had not integrated in type IV bone. Clinician reports patient's post-insertion infection, peri- implantitis and inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 11 in the mouth, the implant had not integrated in type IV bone. Clinician reports patient's post-insertion infection, peri- implantitis and inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).